Event description:
Come off and then end up in mouth - oral-b [device breakage]. Brush heads sit loosely on the metal pin - oral-b [device connection issue]. Case narrative: male consumer via phone stated that the oral-b toothbrush heads sat loosely on the metal pin of the oral-b toothbrush, model 3765, and came off in his mouth mid-brushing. No injury was reported. On 30-jan-2024 case update: the suspect product lot was bc909031630. The concomitant product lot was u2325. No injury was reported. On 13-feb-2024 case update from information initially received on 30-jan-2024: the concomitant product was oral-b power oral care refills sensi ultrathin eb60. No injury was reported. On 01-mar-2024 case update from information initially received on 30-jan-2024: the concomitant product lot was d2325. No injury was reported.

Manufacturer narrative:
On 29-feb-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return

Event description:
Come off...and then end up in mouth - oral-b [device breakage] brush heads sit loosely on the metal pin - oral-b [device connection issue] case narrative: male consumer via phone stated that the oral-b toothbrush heads sat loosely on the metal pin of the oral-b toothbrush, model 3765, and came off in his mouth mid-brushing. No injury was reported. 30-jan-2024 case update: the suspect product lot was bc909031630. The concomitant product lot was u2325. No injury was reported.